Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-05418 and 2134265-2015-05481. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, a 220v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a pullback sled. During the procedure, it was noted that the connection between motordrive unit and sled were damaged and automatic pullback could not be performed. No patient complications were reported and the patient status is stable.